Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 8mm cadiere forceps instrument wire broke while it was inside the patient. There was no evidence of retained parts. The procedure outcome was unknown with no reported injury. On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility 0700220000-2024-8081 report stating: event 1 "cadiere forceps (version: 8, lot: k132307200158, ref: 471049) wire broke inside patient. Patient here for left upper lobe wedge. Pa annmarie noticed wire to cadiere forceps snap off. Have extras available and watch for similar events with same device." Event 2 "davinci xi cadiere broke wire while inside patient. No evidence of retained parts. Version 8, lot k13230720 0153, ref 471049. Product delivered to silver cabinet." Manufacturer response for davinci xi cadiere version 8, davinci xi cadiere version 8 (per site reporter) [redacted date] sent contact to or to clarify if this is the same event as tracker 3819 and to confirm the correct lot number as they differ only by the last number. Or confirmed two separate events.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.